Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred while delivering a bolus. A supply change was performed resolving the issue. The customer declined to perform troubleshooting for the occlusion event. Additionally, a system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. The customer changed the infusion set tubing to resolve the issue. Customer's blood glucose (bg) ranged from 300-500 mg/dl. A correction bolus was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.